Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit alarm from the insulin pump. The customer's blood glucose reading was 5.8 mmol/l. The customer stated that they received a battery out limit alarm while changing the battery. The customer stated that he had the wrong time for a week. The customer was advised that it can affect his blood glucose if he has several basal rates. The customer will be sent a new battery cap. The customer was advised to monitor the pump.